Event description:
On (B)(4) 2012, the patient contacted animas to report that he was hospitalized on (B)(6) 2012 due to a high blood glucose (bg). The patient reported that his bg began to elevate on (B)(6) 2012 when it reached above 600 mg/dl. In response to the elevated bg the patient changed out his infusion set and claimed his bg initially decreased to 416 mg/dl; however, sometime later it increased to over 500 mg/dl with symptoms of vomiting. The patient went to the ER where he was disconnected from the pump and placed on IV insulin. The patient informed customer support that he was placed back on the pump prior to contacting animas and his bg went back up to 393 mg/dl. In response to the elevated bg, the patient stated he disconnected from pump and received injections. At the time of troubleshooting, review of pump settings revealed that the pump's date and time were incorrect. The pump was set to a date of (B)(6) 2012 and at the time of the call the pump was showing the hour set to am instead of pm. The patient informed customer support that he replaced the pump's battery on (B)(6) 2012 and confirmed when the pump rebooted he had to reset time and date because it was incorrect. The patient reported that prior to resetting pump's date and time with battery change, his bg values had been within his target range of 80-180mg/dl. At the time of troubleshooting, the patient denied any visible damage to the pump or any power issues. The patient confirmed all advanced pump settings were programmed correctly. The patient also confirmed that his basal rates were correct and that all boluses were completed. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient set the incorrect date/time accidentally after he became aware that the date/time was incorrect when the pump rebooted.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box verified that the time and date were resetting to factory default upon powering on. The pump was exercised for 24 hours without issues. The pump buttery was removed and the pump was left without power for 30 minutes; when the battery was reinserted, the pump time and date was found to be at factory default. A 29 hour flow accuracy test was performed and found that the pump was delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.